Event description:
Customer reports the injector was turning on without the operator touching the injector and changing values after the operator changed values. Customer reported staff noted the protocol changes and removed the injector from service.

Manufacturer narrative:
Liebel flarsheim manufacturing report: field service engineer found a dent in the top cover above the touch screen and display. This dent was touching the touch screen and causing the injector to turn on without the operator touching it. The dent was also causing the values to change as the dent was above the 5.5 setting. Fse replaced the top cover and touch screen. Calibrated the touch screen and tested the injector per service manual. System functions verified. Injector returned to full service by the customer.